Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose (bg) level was 271(mg/dl). The customer stated they would deliver a correction via manual injection. Reportedly, the customer would obtain manual injections as alternate insulin therapy.